Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had drive count or time values or changes incorrect for moving or coasting, too slow or too fast alarm. Customer blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer states the insulin pump was not exposed to a high magnetic field. Customer reported that they were able to clear the alarm. Customer stated that they were not able to rewind the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime test, basic occlusion test, force sensor test and occlusion test. No unexpected drive count or time values or changes incorrect for moving or coasting error alarm noted during testing. The motor was tested outside the device and passed. Moisture was found on the electronic assembly